Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up arrow, down arrow and ok buttons were sticking and intermittently unresponsive. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the attached in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/05/2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons responded appropriately and had normal tactile feel. During investigation, the keypad was removed and evidence of a mild white residue was found under all key contacts.